Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not responding to take photography. Upon troubleshooting, fse pressed the foot pedal several times, which temporarily resolved the issue. To resolve the issue, fse replaced the wired footswitch in the examination room. The defective wired footswitch was returned to philips for failure analysis and the cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wired footswitch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not responding to take photography. Upon troubleshooting, fse pressed the foot pedal several times, which temporarily resolved the issue. To resolve the issue, fse replaced the wired footswitch in the examination room. The defective wired footswitch was returned to philips for failure analysis and the cause of the wired footswitch failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wired footswitch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. Part analysis statement has been corrected.

Event description:
It was reported to philips that the wired footswitch did not respond. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.